Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the ipg had reached 'end of life'. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.